Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer had failed. The field service engineer (fse) found no issues with the system and was unable to duplicate the reported problem. A complete hardware test application (hta) diagnostic and visual inspection were performed, and no faults were identified. The customer verified that the system was functioning properly. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia es, the station has a failed drawer. The customer stated that failure occurred during dispensing workflow. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ anesthesia es the station has a failed drawer. The customer stated that failure occurred during dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.